Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Protocol (B)(4), patient (B)(6): this (B)(6) year old male presented at the time of enrollment with a 53 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had mild tortuosity, mild occlusive disease and mild calcification bilaterally. On (B)(6) 2014, under general anesthesia, the patient received a main-body graft, a contralateral (left) iliac leg graft, and an ipsilateral (right) iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. After graft deployment, iliac angioplasty was performed bilaterally within the graft. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks or endoleaks. The patient was discharged on (B)(6) 2014 (one day post-procedure) and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2014 CT scan and x-ray (one-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, stenosis or kink. Core lab analysis: grafts patent with no endoleak. . The device was intact with no evidence of barb separation, stent fracture, component separation, stenosis or kink. On (B)(6) 2015 x-ray and (B)(6) 2015 CT scan (six-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, migration, component separation, stenosis, or kink. Core lab analysis: grafts patent with no endoleak. . The device was intact with no evidence of barb separation, stent fracture, migration, component separation, stenosis or kink. On (B)(6) 2015 x-ray (twelve-month follow-up). Site analysis: the device was intact with no evidence of barb separation, stent fracture, migration, component separation, or stenosis. A kink was seen in the ipsilateral iliac leg graft. Core lab analysis is not currently available. On the same day, the site reported an adverse event, however the form is incomplete and the nature of the event was not specified. The site indicated that the event was "definitely" related to the study product and "unlikely" related to study procedure. On (B)(6) 2015, the patient underwent a secondary intervention which included stent placement and placement of an iliac leg extension (right or left was not specified). The reason for the secondary intervention has not been specified.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. Clinical opinion of the event: before the evar was performed, "the proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had mild tortuosity, mild occlusive disease and mild calcification bilaterally". Based on the limited available information it is not clear if the leading cause to this event might be associated with a pre-existing patient condition. The medical procedure or an eventual malfunction of the device; additional information: "30nov2016 - per an email from the cook medical affairs specialist "the device remains implanted in the patient and will not be returned". In addition the record was updated to include the following information regarding the intervention the patient underwent a secondary intervention which included percutaneous placement of a "right iliac artery stent. The intervention was considered successful"; additional clinical opinion of the event: based on the available imaging review information it is reasonable to suggest that the leading cause to this event might be associated with the performed medical procedure (most likely due to "02-oct-2015 the site reported "stenosis possibly related to study product"), as a result of "the combination of external constraint, two stents, and the limb's internal constrained flair resulted in a 7mmx9mm channel on the one month post implantation cta. The lumen was lined with low density consisting of both redundant fabric and neointimal hyperplasia. The right limb was primarily narrowed from a combination of external gate constraint, the presence of two stents, and overly deep implantation of the right limb. The fabric redundancy and resulting intimal hyperplasia further narrowed the lumen. The right limb flared segment was partially implanted inside the right gate".). The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: " additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures." Page 16, section 4.2 states ¿follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient¿s with a graft leg lumen of less than approximately 5 mm ID may be at an increased risk of a thromboembolic event (e.g. Graft limb occlusion). Reintervention (e.g. Noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event¿. Page 17, section 4.3 states ¿all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g. Endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up." Page 17, section 4.5 states ¿inaccurate placement and /or incomplete sealing of the zentih spiral-z aaa iliac leg within the vessel may result in an increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries¿. Page 18, section 7.1 states "lliofemoral access vessel size and morphology (minimal thrombus, calcium, and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath." Page 19, section 11.1.4.4 states "confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap one stent (22 mm), and a maximum overlap of 30 mm within the main body of the endovascular graft. A radiopaque marker band is positioned 30 mm from the proximal end of the iliac graft to identify the maximum amount of overlap." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. According to the complaint report, stenosis occurred in the right leg. The imaging report confirmed that the first 15 mm of the leg's flare was inside the zalb graft, therefore implying that the leg was deployed 54 mm into the body. This was further confirmed by the physician who analyzed the patient images. In addition, patient condition such as the angulation of the patient's iliac arteries may have been a contributing factor, as the right cia lumen was 10.5 mm acutely angled at the same location as the ipsilateral gate and flaring right limb. Anatomical requirements per t_zaaasz states that " lliofemoral access vessel size and morphology (minimal thrombus, calcium, and/or tortuosity) should be compatible with vascular access techniques and accessories". The device was deployed more than the maximum overlap of 30 mm, going against the instructions for use and deployment instructions. Therefore the root cause of the stenosis is "product use or handling related- did not follow instructions label." The patient condition was also listed as a root cause because the angulation of the artery was a partial cause for the narrowing of the leg graft, as it caused the external gate constraint. T_zaaasz (page 17, section 4.5) warns that "inaccurate placement may result in an increased risk of occlusion". (Page 16, section 4.2) narrowing within the leg graft is possible and reintervention such as stenting should be considered to help assure graft patency. The instructions for use further recommend regular follow ups to assess the performance of the graft. It was during a follow up that the problem of narrowing or occlusion was identified and a second stent was successfully implanted. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
On (B)(6) 2015, the patient underwent a secondary intervention which included percutaneous placement of a "right iliac artery stent". The intervention was considered successful. Additional information provided 30nov2016: the device remains implanted in the patient and will not be available for return. No other adverse events related to the device have been reported.